Event description:
The customer reported that the alarm continued to sound on the c-arm mainframe. They tried to reboot the system, but it did not boot up normally. Twenty squares displayed on the control panel at c-arm mainframe, and froze.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.